Manufacturer narrative:
Per t:slim x2 user guide (with cgm integration): transmitter battery lasts approximately 90 days. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the transmitter lost connection with the pump intermittently. No additional patient information was available. Reportedly, the transmitter had been in use for longer than three months. Customer regained connection.